Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since 2019 the date the manufacturer became aware of the event.